Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. The failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed and no damaged cable was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. A review of the logs did not show any failures relating to the instrument. No logs were available for review at this time. The root cause is non-device related factors. A review of the instrument logs for the vessel sealer extend instrument (480422-01/k90220523) associated with this event was performed. The instrument was last used on (B)(6) 2022. This instrument is labeled as single use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that a foreign object/ fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the issue to occur. Although there was no patient injury that resulted from this event, if the failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a ¿wire fiber broke off¿ from a vessel sealer extend (vse) instrument and fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon confirmed a foreign object was retrieved from inside the patient during a low anterior resection procedure. The foreign object was retrieved during the same procedure with a laparoscopic grasper. No post-operative tests or additional surgical procedures were performed. At the time the foreign object was observed, the surgeon was ligating and dividing mesentery with the vse instrument. The or staff informed the surgeon that the fragment may have been fallen from the vse instrument. The surgeon could not confirm if the foreign object was from the vse instrument as he could not recall if a segment/strand from the vse cable broke off. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure by straightening the wrist. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage to the cannula was noted. There was no injury to the patient. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.